Event description:
The surgeon state that the position of the plate was not ideal that could have caused the delayed union which would have lead to fatigue of the plate. The surgeon stated that it was believed that the position of the plate was the primary problem of the patient discomfort, rather than material failure.

Event description:
Sales rep reported on 18may2023 that a fc10 was removed from a patient due to discomfort, the fusion cup was originally implanted on (B)(6) 2023. It was reported that the surgeon believes the fusion cup may have taken longer to fuse due to comorbidities and poor bone quality. Upon removal it was discovered that the plate is cracked in 2 locations, however the surgeon stated the wrist successfully fused and appears to move as one unit as is the intended outcome of the procedure. The implant was successfully removed from the patient on (B)(6) 2023 and no hardware was left in the patient.